Event description:
The dealer states the egg switch is broken. One of the wires has a scrape on it exposing the inside wiring. The dealer also states the joystick cable seems to be causing the joystick to flash from time to time. The joystick is not giving a wrench flash and works if you wiggle the cable, so could be a short.